Event description:
A report was received from of action healthcare that a patient was found disconnected from the ventilator and determined to be brain dead post event. Per the customer report, it is unclear whether there is an allegation of no alarm, as the accounts of the event are inconsistently reported amongst involved parties.